Event description:
It was reported that the patient required a different diopter size after approximately five (5) days implant of the intraocular lens, (iol). No adverse effect and no patient injury were reported.

Manufacturer narrative:
(B)(4): the device has not been returned to the manufacturing site, to date for an evaluation. A review of the manufacturing records for the intraocular lens, (iol) revealed no deviations. The diopter measurement records were reviewed and shown to be in compliance. The batch passed all acceptance criteria for all tests performed and was within all specifications prior to release. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information become available that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): placeholder.